Event description:
On (B)(6) 2013, it was reported that the physician was unable to interrogate the patient's vns device. A battery life calculation was performed which found the vns generator had 1.46 years until end of service. Troubleshooting was later performed on the programming system which found that the programming system was working fine. The patient's device was last successfully interrogated in 2009. The patient's device has not been interrogated since then. Clinic notes were received which indicate the patient needs a vns replacement due to the vns not working. Additionally, the patient has been experiencing an increase in depression. Per clinic notes dated (B)(6) 2013, the patient was admitted to the hospital on (B)(6) 2013 due to depression and suicidal thoughts. The patient stated that she has had no suicidal thoughts, but continues to have anxiety and stress.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution.